Event description:
Related manufacture reference number: 2017865-2022-08217. It was reported that the patient presented during clinical follow-up. Dislodgement was noted on both atrial and left ventricular leads. Upon interrogation, it was noted that the atrial lead exhibited high capture thresholds and the left ventricular lead failed to capture. During procedure, both leads failed to disconnect from the implantable cardioverter defibrillator. The reported leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.